Event description:
Reporter indicated that the patient was undergoing generator replacement surgery due to high impedance (dcdc code of 7 and limit) indicating a potential malfunction of end of service. When the generator was replaced, the high impedance did not resolve which suggests a potential lead malfunction. The patient did not experience any injuries that may have damaged the lead. It was reported that x-rays did not reveal a lead fracture. It was further reported that there are no plans currently for a revision surgery to replace the lead. The cause of the reported high impedance is unknwon as the device is still implanted; therefore cannot be analyzed.